Manufacturer narrative:
This MDR is in response to a received medwatch report. The medwatch report alleges the staff observed sparks coming from the cord and plug while attempting to raise the bed. The bed was immediately unplugged and removed from the room. No additional information was provided in the medwatch report. As of (B)(4) 2011 a (B)(4) query for cs7 beds found no other reports of sparks coming from the cord.

Event description:
Received a medwatch report in the mail alleging the staff observed sparks coming from the cord and plug while attempting to raise the bed. The bed was immediately unplugged and removed from the room. No injury alleged.